Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (practice manager) reported that a patient had a possible infection while wearing a freestyle libre pro sensor. The caller reported that the libre sensor was removed after 14 days of wear, and a ¿bump¿ was noted on the customer¿s arm. The customer went to urgent care for evaluation, where the bump was described as one centimeter, firm and not fluctuant. No incision, drainage or culture was required. The customer was provided with keflex (cephalexin, an oral antibiotic) as treatment for a possible infection due to the sensor insertion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the sensor was requested. The DHR for sensor serial (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. (Sensor serial number has been updated).

Event description:
A caller (practice manager) reported that a patient had a possible infection while wearing a freestyle libre pro sensor. The caller reported that the libre sensor was removed after 14 days of wear, and a ¿bump¿ was noted on the customer¿s arm. The customer went to urgent care for evaluation, where the bump was described as one centimeter, firm and not fluctuant. No incision, drainage or culture was required. The customer was provided with keflex (cephalexin, an oral antibiotic) as treatment for a possible infection due to the sensor insertion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report serves as a correction. The following fields have been updated to reflect the correct information: unique identifier (UDI) # and device mfg date.